Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. This complaint was classified using the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 3pm. The patient reported using a set dose of insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2013 at 4:30pm she was treated in the emergency room with 6 units of novolog insulin and 45 units of lantus insulin and a reading of ¿490mg/dl¿ was obtained. It is unclear if the patient received the insulin after the blood glucose reading was obtained or before. At the time of troubleshooting, the cca confirmed that the battery did not need to be replaced and the alleged issue was not resolved with troubleshooting. The cca confirmed the patient was using the correct test strips. When a new test strip was inserted into the meter, the meter did not turn on. When the power button was pressed, the meter did not turn on. This was not the first time the meter had been used, and there was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she required treatment from a healthcare professional and a severely high blood glucose was obtained.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.